Manufacturer narrative:
The finalized radiometer investigation has concluded that the root cause of the described event is identified as manufacturing error. G3: the awareness date stated in the MDR initial report should have been 28apr2021, according to information added to the complaint file on 29jun2021.

Event description:
According to the complaint the nurse didn't succeed to activate the needle shield device on a safepico ref 956-616 lot number kq-03 on wednesday the 28th april. It happened again on lot number hy-53 tuesday the 27 april. No consequences on a patient but the nurse explained that there is a high risk of blood exposure because of this. No reports of death or serious injury.